Manufacturer narrative:
(B)(4). Other devices used: unknown zimmer liner; unknown zimmer trilogy cup. No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It could not be confirmed if the loosened stem caused or contributed to the reported instability or vice-versa. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to a loose stem and instability.